Event description:
Patient reported that their teeth are still not straight. They went to an orthodontist who examined them. The orthodontist found upper incisors canted towards the left, mild skeletal asymmetry. Remaining composite on #8 facial surface. 4mm gingival recession along the mesial surface of #8- may be beneficial to seek periodontist intervention once teeth are aligned. Proclined l incisors (dental compensation for skeletal discrepancy), #3 rct with crown, generalized black triangles. Probing depths around #27 and 28 read normal (2-3mm)- okay to keep impacted supernumerary tooth as is. Recommendations are the following: comprehensive orthodontic treatment via invisalign w/ appropriate attachments prn. Class ii elastics to improve the bite limitations: will not achieve complete class ii correction.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.